Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not defibrillate. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was an ic chip, designator u6, on the therapy pcb assembly.

Event description:
It was reported that the device was displaying service indicator and had logged a service code in memory indicating a potentially critical failure. There was no pt use associated with the reported event.